Event description:
It was reported that during the port placement procedure, when a syringe was connected to the introducer needle to check blood return, air contamination was allegedly found in the introduction needle and the introduction needle was allegedly found damaged at the hub. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported needle fracture and air contamination issue as multiple cracks were observed on the proximal needle hub and the needle did not fully aspirate water and air was noted within the syringe. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Device: a1415).

Event description:
It was reported that during the port placement procedure, when a syringe was connected to the introducer needle to check blood return, air contamination was allegedly found in the introduction needle and the introduction needle was allegedly found damaged at the hub. The procedure was completed using another device. There was no reported patient injury.